Event description:
Consumer removed a tampon which came apart and broke in two. She was able to remove some pieces but was concerned that some pieces were left inside.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer has not returned unused product for eval at the time of this report.